Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, omsc confirmed that the proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During a thyroidectomy, the subject device was used. There was burn on the tissue pad. It was also reported that the end of the tissue pad was little floated and was likely to be detached from the upper jaw. The intended procedure was completed with another device. There was no patient injury reported.